Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined. The event of "the fluid ran into the patient, no patient's effect" was assessed as not serious. Seems that around 1 l of sterile cold saline were entered the patient's vasculature. No patient injury reported. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. It seems that the customer should benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was assessed as having a causal relationship to the device and a causal relationship to device deficiency. The event has a causal relationship to the procedure.

Event description:
Catheter #1: within 24 hours of placement of the icy catheter #1 (lot 200285), the nurse noticed a drop in nacl fluid. The catheter had been smoothly inserted by an experienced doctor on the first attempt without issue. The catheter was then tested according to IFU. No blood could be aspirated, so therapy was continued without replacing the catheter or saline bag. Subsequently, the saline bag ran empty, the thermogard xp ivtm system displayed an alarm, and blood was visible in the tube. No leaked saline was observed on the console, base, or patient bed. The catheter has a hairline fracture on the shaft above the manifold. A new icy catheter #2 (lot 200285) was smoothly inserted by another experienced doctor on the first attempt without issue. The alarm on the console was cleared and therapy was continued using the same console. Within the first 24 hours, the same problem occurred again, with loss of fluid and blood in the tube. Another hairline fracture was observed in a similar place on the second catheter. The saline bag was emptied, and therapy was ended. The customer suspects total saline infusion of maybe 1l. No patient injury reported.